Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt experienced intermittent alarms and red heart alarms. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of red heart alarms was confirmed. Upon visual inspection, there were several cuts on the outer grey insulation of the white power lead. During analysis, the area around the cuts was maneuvered, while the controller was connected to test equipment, which resulted in various alarms including the reported low voltage and low flow. The analysis of the white power lead found multiple compromised inner wires. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.